Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that allegedly the patient was implanted with an lfit cocr v40 femoral head on an unknown date. It is further alleged that she suffered injuries as a result of implantation of the device at issue, and altr due to the cobalt and chromium from the femoral head.